Event description:
Procedure type: low anterior resection. According to the reporter: the operation was uneventful, the anastomosis was checked twice digitally with no abnormalities noted, and the tissue specimen donuts were complete. One day, post-operatively, the patient felt choked in the chest and stomach and had difficulty breathing. Efforts were focused on possible respiratory problems, but the patient's condition did not improve, and on the second day, post-operatively, the patient expired. The patient was sent for an autopsy. It was found that the anastomosis staple-line leaked about 90% and the patient had become septic. The surgeon did not know why the staple line leak occurred. He did not place any direct blame to the eea stapler.